Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. Parts not returned.

Event description:
Medtronic received information regarding a navigation system being sued outside of a procedure. It was reported that when attempting to test the system with the imaging system, user was unable to get the camera to communicate. A red x was showing in the lower left hand corner on the camera icon. This was occurring in the spine software. The system was rebooted without resolution. They went into the cranial software and the issue was no longer present. There was no patient involved.